Event description:
It was reported that this implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shock. Technical services discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and inappropriate shock. Technical services discussed possible causes and recommended troubleshooting efforts. The patient presented to the office check, and no noise/myopotential could be replicated. The device was re-optimized. Additional information received indicates that the patient received one more electric shock and was hospitalized. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information was added to the following fields to capture one more shock : b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, h6: impact codes.